Manufacturer narrative:
On 07/26/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant and paresthesia. During evaluation of the sample three (3) tears (a, b,c) were observed, rupture a located in anterior view measuring approximately 1.0 cm, rupture b located in posterior view measuring approximately 0.5 cm and within the rupture a siltex cracking was noted, rupture c located in anterior view expanding to the posterior view measuring approximately 2.5 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, left breast burning sensation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Spontaneous deflation of the left breast prosthesis was reported. In addition, the patient experienced a burning sensation in her left breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6)2019.